Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for fecal incontinence/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that patient programmer would power on but would not connect or do telemetry, with or without antenna attached since (B)(6) 2017. No symptoms were reported. Information was received on a later day where the patient noted their new programmer did not work with the ins. The patient stated they would just leave the ins until they found time to remove it. There were no further complications reported.